Event description:
It was reported that the coil cap of an infusor sv2 device was cracked. This was observed while filling the device. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter; however, the evaluation is not yet completed. Visual inspection identified a circular crack at the top of the coiled cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be due to operator error; the flanges of stress member did not align with flange of cover prior to assembly of coil cap to cover. Awareness training was completed. Should additional relevant information become available, a supplemental report will be submitted.